Manufacturer narrative:
Visual examination of the returned device revealed a portion of the set screw threads were torn off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be determined from the samples and information provided. A potential root cause may be due to cross threading during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon facing difficulties using the viper 3d system persuader to persuade down the rod down which consists of few parts as below: (B)(4) - derotation reduction threaded post. (B)(4)- derotation reduction shaft, (B)(4) reduction cap. (B)(4) derotation reduction handle when surgeon tried to insert and tighten the innie nut, he wasn't able to turn the derotation reduction handle as it was tight. Then he took out the nut and found it has cross-threaded as well as the screw head.